Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1732603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the physician deployed a mynxgrip vascular closure device (vcd) and the technologist held pressure for 10 minutes. When the technologist removed the sterile drape from the patient, a ¿half dollar sized hematoma¿ was noted. At this time, pressure was applied to the site and within 10 minutes, the hematoma had spread distally towards the patient¿s knee. While the patient was in the room pressure was held for another 10 minutes and a femostop device was placed. They then brought the patient into recovery and reported that the hematoma kept growing. The patient was then taken into the operating room with the vascular surgeon to stop the bleeding. They were successful in stopping the hematoma from growing. The patient's hospitalization was extended by 2 plus days. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. At the time of this report the patient was noted to be recovering.

Manufacturer narrative:
Complaint conclusion: it was reported that the physician deployed a mynxgrip vascular closure device (vcd) and the technologist held pressure for 10 minutes. When the technologist removed the sterile drape from the patient, a ¿half dollar sized hematoma¿ was noted. At this time, pressure was applied to the site and within 10 minutes, the hematoma had spread distally towards the patient¿s knee. While the patient was in the room, pressure was held for another 10 minutes and a femostop device was placed. They then brought the patient into recovery and reported that the hematoma kept growing. The patient was then taken into the operating room with the vascular surgeon to stop the bleeding. They were successful in stopping the hematoma from growing. The patient's hospitalization was extended by two days. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. At the time of this report, the patient was noted to be recovering. The product was not returned for analysis. Review of lot f1732603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.